Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation, the electrode belt trunk cable was severed and missing. The root cause for the severed and missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.